Event description:
It was reported that the patient presented to the emergency room. It was discovered that the right ventricular (rv) lead was exhibiting low defibrillation impedance. The lead was capped and replaced on (B)(6) 2021. During testing, it was observed that the rv lead had externalized conductors. The patient was in stable condition.